Manufacturer narrative:
One dpt vamp jr. System was received for evaluation. Dry blood was visible inside the vamp jr system. The reported event of tubing became disconnected was confirmed. Pressure tubing had been completely detached from bond joint with vamp jr proximal stopcock. Indication of bonding material was evident on tubing bond surface area of both tubing and stopcock female luer. Tubing od, 0.1098", measured near the point of detachment, was within specification. No other visible damage was observed from the kit. The lot number was not provided thus a device history record was not reviewed, and UDI number is not available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that arterial line transducer tubing became disconnected at the junction of the first stopcock distal from the patient and the sampling reservoir. The patient was in the nicu at the time of the event. There was no blood loss and no treatment required because of the disconnection. The system was exchanged without any issue. Patient demographics were requested but is not available.